Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located the in a tight and calcified left circumflex artery. Following pre-dilation, a 3.00 x 32mm synergy drug-eluting stent was advanced to treat the lesion. However, the shaft of the stent was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the first distal stent row appeared expanded. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found damage to the hypotube-lasercut region 10 mm proximal of the hypotube/midshaft bond. A visual and tactile examination of the outer and inner shaft polymer extrusion found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located the in a tight and calcified left circumflex artery. Following pre-dilation, a 3.00 x 32mm synergy drug-eluting stent was advanced to treat the lesion. However, the shaft of the stent was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.